Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads were switched in the header at change out and the physician does not want to go back in to correct the issue "due to patient's age". Physician wants to program aair which will operate as vvir because the ventricular lead is in the atrial port. Reporter wanted to know the difference between blanking in aair and vvir modes. A suggested programming was provided. It was also point out that device will go to vvi at elective replacement indicator (eri) and thus needs to be replaced prior to tripping eri. Note: device was implanted in 2008 so patient may have been programmed in aair already for some time; it seems it is not a new issue and reporter just wanted to understand blanking periods better.the device is in use. No patient complications have been reported as a result of this event.